Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that following software upgrade, the handheld screen became frozen after an initial interrogation. Further f/u with the reporter indicated that the software issue was resolved by doing a soft rest on the handheld.